Manufacturer narrative:
The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is due to issues with the internal fiber cables between the mceb and the scpd as well as the mceb to mced.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that an error 48305 occurred at system startup. The caller attempted to restart the system, but the error persisted. Subsequently, a power cycle was completed, after which the error did not reappear, and the caller confirmed that no errors were present at that time. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the error occurred again and the procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the manipulator controller ergo base (mceb) j26 fiber to manipulator controller ergo distal (mced) cable (ergo to vertical column). The fiber cable between mceb and system control processor (scpd) was also replaced to resolve 307 errors. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.